Event description:
The customer stated that after receiving the device back from a bench repair, the monitor gives speaker malfunction message. It was noted that the speaker did not produce sound. This was noticed upon inspection, after being received. There was no patient involvement.